Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. The ID bit could not be reset as the battery was depleted.